Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (461 mg/dl) and a bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed an no device issues were identified. Reportedly, the customer had been using novolog in the cartridge for 4 days. Tandem customer technical support (cts) informed the customer that novolog was labeled for 72 hours with the cartridge. The customer changed out the pump supplies and the bg level had lowered to 248 mg/dl (target level). The customer declined further follow-up from cts.